Manufacturer narrative:
Follow-up information received on 26-apr-2016: quality-safety evaluation of ptc was updated (ptc global number: (B)(4)): based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had hives/welts starting 24 hours after essure (fallopian tube occlusion insert) insertion. The essure coils were removed laparoscopically and she recovered from the event. Hives/welts is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include hives (urticaria) that resolve after device removal. In this particular case, the temporal relationship between the event and essure insertion was positive. Additionally, a positive dechallenge was reported. Therefore, causality with the suspect insert cannot be excluded. Since device removal was required, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on 12-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 for contraception and experienced hives. Additional information received on 19-oct-2015. Follow-up received on 14-nov-2015 with the final product technical complaint (ptc) investigation result (ptc global number: (B)(4)). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up from 28-dec-2015: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Follow-up received on 18-mar-2016 from physician: the essure was placed without difficult. Within 24 hours, the patient started having generalized pruritus with welts. She saw the dermatologist and no other potential causes were identified. The essure coils were removed laparoscopically. The symptoms were resolved completely with 24 hours. No further issues. Company causality comment:this medically confirmed, spontaneous case report refers to a female patient who had hives/welts starting 24 hours after essure (fallopian tube occlusion insert) insertion. The essure coils were removed laparoscopically and she recovered from the event. Hives/welts is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include hives (urticaria) that resolve after device removal. In this particular case, the temporal relationship between the event and essure insertion was positive. Additionally, a positive dechallenge was reported. Therefore, causality with the suspect insert cannot be excluded. Since device removal was required, this case was regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.